Manufacturer narrative:
Device eval anticipated, but not yet begun. A field service engineer has been on site for troubleshooting. The backside of the compressor was covered with clumps of dust. The mains outlet where two fuses slide into the metal was found darkened as well as the end of one of the fuses. The mains outlet and both fuses were replaced. The replaced parts have been requested for investigation but not yet received. A f/u MDR will be sent when investigation is completed. (B)(4).

Event description:
It was reported that the compressor stopped due to blown fuse while the ventilator was connected to a pt. There was no impact on pt. (B)(4).